Event description:
Voluntary firm initiated device patient management information (pmi) in 2003 the manufacturer notified biotronik, inc that product was subject to the attached manufacturer technical note.